Event description:
Customer suffered severe hypoglycemia and was hospitalized for 5 days due to inaccurate readings on her two precision xtra blood glucose meters. Customer obtained a reading in the evening of 3.8mmol/l and had administered insulin. On the morning of one day later the customer woke with severe hypoglycemia which resulted in an epileptic episode. Customer does not have epilepsy. The customer was hospitalized. Her dr thought she had reacted abnormally to her insulin and so switched her over to lantus.